Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of peritonitis with subsequent hospitalization. However, there is no documentation to show a causal relationship between the peritonitis and use of any fresenius device, product or drug. Additionally, there is no allegation of a defect, malfunction or deficiency against any fresenius product. Based on the limited information and no allegation of a malfunction or defect, the liberty select cycler and cycler set can be excluded as the cause of the patient¿s peritonitis event.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius customer service that the patient was hospitalized on (B)(6) 2019 for peritonitis. There was no cause identified by the patient¿s contact and there was no allegation or indication that the use of a fresenius device, drug, or product contributed to this adverse event. Multiple attempts were made to obtain additional information related to the event with no response.